Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6) 1997. Subsequently, a revision procedure was performed on (B)(6) 2013 due to pain and dislocation. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01094 / 01095).